Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target, 22x24mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 24x2.25mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:promus premier ous mr 24 x 2.25 stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage, struts pushed distally and bunched. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The stent length was measured and the result was 24mm this is within the stent length specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break located at 20mm proximal of the distal end of the strain relief as well as multiple kinks. The manifold was not returned with the device. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target, 22x24mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 24 x 2.25mm promus premier drug-eluting stent was advanced but failed to cross the lesion. During withdrawal, the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.